Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No button error alarm was noted during testing. No ramping numbers on their own or scrolling bar moving anomaly was noted. No further tests could be performed due to unresponsive keypad. The insulin pump was received with minor scratched display window and cracked case at display window corner.

Event description:
It was reported that the customer had a button error alarm. The customer blood glucose level was 144 mg/dl. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.